Event description:
It was reported that "needle hub breakage during the puncture with the insertion needle.". No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer did not return a complaint sample; however, they supplied a photo showing a defective introducer needle. Visual analysis revealed that the needle hub was separated. This resulted in the cannula to become dislodged from the assembly. It was noted that a portion of the hub was still molded to the proximal end of the cannula. This defect seems consistent with damage due to a known design issue. A device history record review was performed, and no relevant findings were identified. The report that the needle hub broke and separated was confirmed through analysis of the customer supplied photo. A CAPA has been initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "needle hub breakage during the puncture with the insertion needle.". No patient harm reported. The patient's condition is reported as fine.